Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (aortic neck was 19 mm in diameter, 36 mm in length, and angulated 88 degrees with mild calcium. Eval, conclusion: (aortic neck was 19 mm in diameter, 36 mm in length, and angulated 88 degrees with mild calcium.

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 6.7 mm diameter abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as the proximal aortic neck was 19 mm in diameter, 36 mm in length, and angulated 88 degrees with mild calcium. The right common iliac was 9 to 10 mm in diameter; left common iliac was 7-10-7 mm in diameter. Access vessels were small and calcified; right external iliac was 6 mm in diameter, left external iliac was 5.4 mm in diameter. It was reported that an (B)(4) was unable to be advanced through the vessels (ref MFR# 2953200-2011-00377). The physician rotated the delivery system slightly counter clockwise during the advancement to improve pushability, but the graft cover sheared and exposed the stent graft. The device was removed from the pt. The physician used sequential dilators, and then advanced an (B)(4) (ref MFR# 2953200-2011-00378) on the right side without difficulty. The contralateral limb (B)(4) (ref MFR# 2953200-2011-00379), a contralateral extension (B)(4) , and an ipsilateral extension (B)(4) (ref MFR# 2953200-2011-00381) were all placed without difficulties. The final angiogram showed a significant unk endoleak that was difficult to diagnose. The physician believes that there may be an endoleak coming from the contralateral limb. The physician decided to reline both iliac limbs, a (B)(4) limb was placed on the left, and a (B)(4) limb was placed on the right, but the repeat angiogram showed no resolution of the endoleak. The proximal aortic neck was re-ballooned without endoleak resolution. A palmaz stent was placed proximally, but another angiogram was not performed, as the pt had 300 cc of contrast already. A post-operative CT scan showed that the endoleak resolved. No clinical sequelae were reported, and the pt is fine.